Manufacturer narrative:
Matristem plastic surgery matrix xs device implanted in this pt was identified as an affected lot in acell's recall for elevated endotoxin (reference recall #z-2855-2011). At an unk date following device removal, the physician learned that the pt had a bone infection, which she believed to be the cause of the pt's symptoms. Following receipt of the safety alert from acell for this endotoxin recall, the physician reportedly continued to assert the reaction was due to the pt's bone infection. Device was used in an off label procedure. The safety and effectiveness of this device for use in the extremities have not been demonstrated and there is no FDA clearance/approval for this indication.

Event description:
Matristem plastic surgery matrix xs was applied to a pt's leg on an unk date. Approx 3 days post-application, the pt developed a fever and odor from the treated leg. The physician stated the pt's symptoms resolved after washing off the acell device.